Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigma procedure, the device could not be completely fired. Trigger was difficult to move and could not be completely closed. Staples were malformed, anastomosis was incomplete. Small metal pieces were found in incomplete anastomosis - these will be returned for investigation together with the device. Tissue of sigma region was normally supplied with blood. Surgery was completed after additional part of sigma had to be resected. New like device was used. No harm to patient reported.

Manufacturer narrative:
(B)(4). Batch # r58j6d. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, after further analysis on the device, it was found the knife damaged, as if it was caused when try to fired over a hard object or an existing staple line. No functional test could be performed due to the condition of the returned device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.